Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the treating physician as a lower mid-periphery corneal ulcer in the right (od) eye. It is reported that the patient was seen (B)(6) 2022 with symptoms of pain and redness for two days prior. The patient reportedly occasionally naps for approximately an hour with the lenses instilled. Examination showed severe corneal infiltrate with mild stromal edema, and moderate limbal and bulbar injection. The patient was diagnosed with an infectious corneal ulcer in the lower nasal/inferior mid-periphery, at approximately the 5 o'clock location. The patient was treated with vigamox and tobradex. The incident is indicated as fully resolved as of (B)(6) 2022 with no permanent impact to the eyes structure or function. This event is being reported due to the indication of an infectious corneal ulcer (microbial keratitis) with medications required to prevent or preclude permanent injury or impairment of the user.